Event description:
Patient received from operating room with defibrillator pads attached to his back. Removal of the pad on his right scapula revealed a skin tear under the lower edge of the pad. Skin tear under defibrillator pad. Patient was transferred from operating room to cardiovascular recovery room at approximately 1325. Per registered nurse, upon removing the defibrillator pads, it was noted that the patient had a small skin tear to the right scapular area. A foam mepilex dressing was applied to the wound. Supply chain met with defib pad vendor and also presented additional product removal technique to department manager. Alternate product brought in temporarily until additional team member education can be completed. No other departments have reported this issue with pad use; pads used in incident not kept to complete quality check or review lot # specific issue. Device not available to return.